Manufacturer narrative:
G4: 22apr2020, b4: 23apr2020. H11: b1 and h1 correction: the device was being used for treatment when the reported event occurred; however, there was no patient harm. H10: the customer reported that the unit passed pvt (performance verification testing) and was put back in service. The customer did not respond to requests for additional information. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04/10/2020.

Event description:
The customer reported that the unit shut down. The unit was in use on a patient during the reported event, however the customer reported no patient or user harm. A unit shutdown while in use would not provide therapy to the patient.